Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter became difficult to fully undeploy from basket during the procedure. The saline flush bag had also stopped dripping. The physician was able to undeploy the catheter enough to bring it back into the sheath and remove from the body. Once the catheter was removed, they attempted to manually flush the flush and wire ports but were unable to do so. It was noted that flushing worked with no resistance seen during preparation. No further action was needed as the procedure was completed successfully when issues were found. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter became difficult to fully undeploy from basket during the procedure. The saline flush bag had also stopped dripping. The physician was able to undeploy the catheter enough to bring it back into the sheath and remove from the body. Once the catheter was removed, they attempted to manually flush the flush and wire ports but were unable to do so. It was noted that flushing worked with no resistance seen during preparation. No further action was needed as the procedure was completed successfully when issues were found. No patient complications occurred. The device is expected to be returned for analysis. It was further confirmed that the irrigation issue occurred while the catheter was inside the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.